Event description:
While turning in the screw the screwdriver broke off at the tip. Also, a second device used presented the same problem. The broken part was removed and the surgery was completed successfully.

Manufacturer narrative:
Na